Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. It was noted that the loss of contact may have been due to a positional issue, where the icm was possibly moving within the implant pocket. The icm remains in use. No patient complications have been reported as a result of this event.